Event description:
My skin (face and neck) was damaged at a local medspa when the nurse doing the radiofrequency microneedling procedure used too deep a setting. This resulted in extreme fat loss and a disfigurement on my neck where the skin became so thin and the underlying fat was so thinned that I could see the beating of my pulse under the skin over my trachea. In addition, the procedure ruined the $40,000 face and neck lift I had 2 years prior, leaving me looking significantly gaunt and older than prior to this surgery.